Event description:
It was reported that pt had lead migration, discomfort and lead pulling sensation. Normal mode diagnostics were performed and were within normal limits. Physician did not know possible cause for migration. No pt manipulation or trauma was reported. The lead had migrated to a point, where, cosmetically the pt was not satisfied. The pt's lead was revised and the generator was replaced prophylactically. Explanted generator was returned. Product analysis was performed and the device performed according to specifications.